Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device is working on and off. The patient reported that sometimes she has to catheterize herself. The patient was concerned that her implant maybe dead. The patient did not have batteries for her patient programmer (pp) at the time for the call. Patient services recommended the patient get batteries for the pp and check her implant, and that messages on the pp may indicate if the implant is dead or not. Patient services reviewed that if she is able to communicate with the implant, the patient can consider increasing stimulation. Patient services sent an email to the local manufacturer representative requesting assistance for the patient. No further complications were anticipated/reported.

Manufacturer narrative:
Updated to malfunction only which reflects most recent information received noting that the retention was pre existing, and self cathing was a known standard of care for patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they had an appointment with the hcp on (B)(6)2018. Patient stated they were self cathing before getting the implanted device and the retention had been an issue before getting the device implanted. The issue to resolve the self cathing was getting the device which did resolve the issue however they have had damage to the device and battery which was determined after testing was done by a pacemaker representative. Also there was no battery power. No steps have been taken to resolve the damage to the device and battery just yet. O further complications were reported.

Manufacturer narrative:
Patient weight as (B)(6) lbs per information received on 04/23/2018. If information is provided in the future, a supplemental report will be issued.